Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while running a loaded set. System error 105 was confirmed through a review of the event history log and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2015-08710 was provided on (B)(6) 2015. This report incorrectly referenced manufacturer ref no. (B)(4) . The correct manufacturer ref no. Is (B)(4) .